Manufacturer narrative:
(B)(4). No conclusion code available. The device was tested on the bench and backup vvi was noted due to a checksum error.

Event description:
This report is to advise of an event observed during analysis.